Manufacturer narrative:
Product complaint # (B)(4) additional information provided: it appears to be only one lot number at the minute so we have pulled them out of circulation. The lot number is 10br77 and we have two new boxes and two open boxes. Multiple of same code and lot number multiple patients same code and lot number this product has now been collected and in the process of being sent. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the reported issue contribute to any patient adverse consequences? How many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Do you have any photos available for visual analysis? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2026 and suture was used. We have had an issue with suture - the needles keep snapping off when in use. Additional information has been requested.